Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("hemorrhaging, abnormal bleeding"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition other hemorrhaging") and sjogren's syndrome ("sjogren's syndrom") in a 38-year-old female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included mastectomy bilateral in 2006, chemotherapy from 2009 to 2011, urinary tract infection, cervical dysplasia, hypothyroidism and breast cancer female. Concurrent conditions included penicillin allergy (swelling, skin rashes / hives, swelling), allergic reaction to antibiotics since (B)(6) 2017, breast cancer and hypothyroidism. Concomitant products included letrozole (femara) since 2010 and levothyroxine sodium (synthroid) since 1995. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("irregular discharge") and the first episode of abdominal distension ("bloating;"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced colitis ("gastrointestinal or digestive system condition - type alternative collitis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), the second episode of abdominal distension ("bloating"), procedural pain ("painful post-operative recovery"), abdominal pain ("abdomen pain") and pelvic pain ("pelvic pain"). The patient was treated with mesalazine (lialda), surgery (davinci total laparoscopic hysterectomy, bilateral salpingo-oopherectomy, cystoscopy), surgery (davinci total laparoscopic hysterectomy, bilateral salpingo-oopherectomy, cystoscopy) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, menorrhagia, the last episode of abdominal distension and procedural pain was resolving, the uterine haemorrhage, sjogren's syndrome, vaginal haemorrhage, colitis, abdominal pain and pelvic pain outcome was unknown and the genital haemorrhage, gastrointestinal haemorrhage, vaginal discharge and dysmenorrhoea had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, colitis, dysmenorrhoea, gastrointestinal haemorrhage, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, sjogren's syndrome, vaginal discharge, vaginal haemorrhage, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved. Plaintiff suffered a painful post-operative recovery. Left ostia visualized : 4 coils. Right ostia visualized: 4 coils. Diagnostic results: on (B)(6) 2007 - possible endometriosis, dysmenorrhea and premenstrual disorder longer, heavier menses. (B)(6) 2009 - routine pelvic exam with cervical pap smear. (B)(6) 2010 - inactive endometrium. Unremarkable myometrium., ectocervix with focal koilocytosis., benign bilateral ovaries with focal surface adhesions. Benign bilateral fallopian tubes with gross changes consistent with prior partial salpingectomies. (B)(6) 2013 - endometrium, biopsy, inactive endometrium with fragments consistent with lower uterine segment. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), menorrhagia, autoimmune disorder (type of disorder: sjogren's syndrome), dysmenorrhea (cramping), vaginal discharge, gastrointestinal or digestive system condition (type: alternative collitis), bloating, hemorrhaging and essure confirmation test not performed. Event added per mr; abnormal uiterine bleeding. Lab data was added. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("hemorrhaging, abnormal bleeding"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition other hemorrhaging") and sjogren's syndrome ("sjogren's syndrom") in a 38-year-old female patient who had essure (batch no. 624499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included mastectomy bilateral in 2006, chemotherapy from 2009 to 2011, urinary tract infection, cervical dysplasia, hypothyroidism and breast cancer female. Concurrent conditions included penicillin allergy (swelling, skin rashes / hives, swelling), allergic reaction to antibiotics since 14-nov-2017, breast cancer and hypothyroidism. Concomitant products included letrozole (femara) since 2010 and levothyroxine sodium (synthroid) since 1995. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("irregular discharge") and the first episode of abdominal distension ("bloating;"). In april 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced colitis ("gastrointestinal or digestive system condition - type alternative collitis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), the second episode of abdominal distension ("bloating"), procedural pain ("painful post-operative recovery"), abdominal pain ("abdomen pain") and pelvic pain ("pelvic pain"). The patient was treated with mesalazine (lialda), surgery (davinci total laparoscopic hysterectomy, bilateral salpingo-oopherectomy, cystoscopy), surgery (davinci total laparoscopic hysterectomy, bilateral salpingo-oopherectomy, cystoscopy) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, menorrhagia, the last episode of abdominal distension and procedural pain was resolving, the uterine haemorrhage, sjogren's syndrome, vaginal haemorrhage, colitis, abdominal pain and pelvic pain outcome was unknown and the genital haemorrhage, gastrointestinal haemorrhage, vaginal discharge and dysmenorrhoea had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, colitis, dysmenorrhoea, gastrointestinal haemorrhage, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, sjogren's syndrome, vaginal discharge, vaginal haemorrhage, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved. Plaintiff suffered a painful post-operative recovery. Left ostia visualized : 4 coils. Right ostia visualized: 4 coils. Diagnostic results: on (B)(6) 2007 - possible endometriosis, dysmenorrhea and premenstrual disorder longer, heavier menses (B)(6) 2009 - routine pelvic exam with cervical pap smear. (B)(6) 2010 - inactive endometrium. Unremarkable myometrium., ectocervix with focal koilocytosis., benign bilateral ovaries with focal surface adhesions. Benign bilateral fallopian tubes with gross changes consistent with prior partial salpingectomies (B)(6) 2013 - endometrium, biopsy, inactive endometrium with fragments consistent with lower uterine segment . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("hemorrhaging") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), vaginal discharge ("irregular discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, abdominal distension, vaginal discharge and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, menorrhagia, procedural pain and vaginal discharge to be related to essure. The reporter commented: plaintiff's symptoms are mostly resolved. Plaintiff suffered a painful post-operative recovery company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.